Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The explanted products have not been received by product analysis to date.

Event description:
Patient presented with high lead impedance on both normal and system diagnostic tests. There was no reported trauma or falls from the patient. The device was noted to be showing limit output current and ok battery. No known surgical intervention has occurred to date. No other relevant information has been received to date.